Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the device's lcd screen was found to be broken. The ventilator's lcd screen was replaced to address the issue. The device had physical damage consistent with being dropped.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported.